Event description:
Surgeon reports on the 8th eye of the surgery day, he had concerns with the proper placement of the suction ring due to cyclotorsion and released the suction. The flap was already completed. The surgeon sent the pt home and plans to complete the treatment, making a new flap. The surgeon stated that he has no concerns for this pt and does not wish to provide any f/u info. The surgeon stressed he has no issues with the system and that no malfunction occurred.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).